Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken by ambulance and hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 575 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia and frequent urination. Once at the hospital, the patient's pod was removed from the infusion site (arm). The patient was treated with intravenous fluids as well as an insulin drip. The patient was released from the hospital after 2 days. It should be noted the patient has a kidney transplant, as well as addison's disease and adrenal failure unrelated to this event.